Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specification. Also performed bicarbonate buffer test and the sensor passed per specifications with accurate readings. The complaint was against the sen-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a large discrepancy between the sensor glucose and the blood glucose reading; the sensor glucose was in the 140s and the blood glucose reading was 478 mg/dl. The customer also mentioned another sensor that got stuck in the serter. Troubleshooting was declined since the customer had to go to work. The two suspect sensors were returned for analysis and a replacement sensor was shipped to the customer.